Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider and manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported the patient's device was not holding a charge. The patient fell and did not charge it for a while and now it wouldn't charge at all. It was noted the patient fell as a result of their blood pressure medication. The patient was going to be met in the office to troubleshoot. It was noted there was a potential overdischarge. No symptoms were reported. Additional information was reported that the rep met with the patient and they are trying to get the battery back running. The ins was currently being charged at the time of this report, results are still unknown. The rep reported that they were unable to get the stimulator back up and running and charged so the patient was going to be scheduled for a replacement. He had not been scheduled as of yet.